Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functional test of the returned device were performed following j&j medtech procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The device tip was dissected, and it was found the adhesive was correctly applied. A manufacturing record evaluation was performed for the finished device 31587537l number, and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The damage on the pebax is unrelated to the event reported and the potential cause could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson and johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.